Event description:
It was initially reported that the patient was having a generator replacement due to it nearing end of service (neos - yes) and the patient was experiencing an increase in seizures and is having longer seizures. The patient had a generator replacement. Good faith attempts for additional information and product return have been unsuccessful to date.

Event description:
The explanted generator was returned to the manufacturer on (B)(6) 2012, however, product analysis is not yet complete. Attempts for additional information have remained unsuccessful to date.

Event description:
Product analysis on the generator was completed on (B)(6) 2012. In the product analysis lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed variation in the pulse generator's output. The generators output voltage measured 10.50v (start) and 8.81v (end). The pulse generator could not maintain the programmed output due to a depleted battery. The pulse generator diagnostics were as expected for the programmed parameters. The battery depletion was determined to be the result of normal expected battery depletion, based on the battery life analysis and electrical test results. The pulse generator module performed according to functional specifications.